Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's mother reported that the ambulance was dispatched as the result of the high blood glucose. The customer's mother reported that they were having issues with the infusion set. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's blood glucose was 183 mg/dl at the time of call. The customer's mother stated that they bolused with the insulin pump. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother was unable to troubleshoot for high blood glucose at the time of call. The insulin pump will be returned for analysis.